Event description:
It was reported that when the external pacemaker was connected to a patient, the battery case opened and the battery fell out when the patient was placed onto the operating table. After about two minutes, the battery was put back into the device. It was further reported that the device "function was correct", and the patient was stable during that time. The patient outcome is reported as 'okay'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.